Event description:
The patient reported that condition of the test strips were no good. There were colored marks on the tape of the test strips. The patient had also performed a meter to lab comparison with the meter result of 8.9 mmol/l and the lab result of 5.97 mmol/l. However, this comparison is invalid since the meter test was done with malfuctioned test strips, which could affect the results. The patient did not receive any medical attention or treatment and no further clinical information were provided. This case is reported as a strip malfunction.